Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a dreamstation CPAP device. The manufacturer received information from the patient threatening legal action with no actual complaint being logged. Medical intervention was not specified. The dreamstation CPAP was returned to the manufacturer for investigation. The device was applied power and verified airflow. Evidence of sound abatement foam degradation/breakdown was observed. An internal and external visual inspection of the device was completed by the manufacturer and observed the base screws that connect the top and bottom enclosures were missing. A dust-like contaminant was observed on the rear panel and bottom enclosure. Hair-like particles were observed on the bottom enclosure. The investigation confirmed the presence of degraded sound abatement foam using a fitt and the associated procedure. The manufacturer was unable to address the symptoms specified. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.